Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that their device¿s reservoir lip ring is starting to lift. Reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.